Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "pump infused amino acid in less time than programmed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The user reported programming a 1000ml volume for a 4-hour infusion. The history records showed that on (B)(6) 2025, at 9:22:06 am, the user programmed the flow rate to 1000ml/h instead of the desired volume of 1000ml. At 9:22:18 am, the user programmed the time to 4 hours. The user started the infusion at 9:22:27 am and stopped it at 10:21:39 am. The total volume infused was 986.56ml. We found no error in the infused volume or infusion time; the infusion proceeded as scheduled. Visual inspection: the equipment has a used appearance. The label that indicates the last calibration is missing. Functional inspection: an infusion was performed to verify the performance and accuracy of the equipment. The programmed volume was 100 ml, with a programmed flow rate of 100 ml/h in 1 hours. The volume infused was 102 ml with an error of +2.0% and the infusion time was 1h00min04 with an error of +0.1%. The test was approved (system accuracy is typically ±5% of volume, according to iec 60601-2-24). Conclusion: the technical defect could not be confirmed. The functional test results and the history files indicated that the equipment is performing infusions with volume and time accuracy. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.